Manufacturer narrative:
Device is a combination product if implanted, give date: 2011. Event date: 2011. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-05825. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In 2005 the patient experienced a myocardial infarction (mi) and a (B)(4) stent was implanted in the right coronary artery (rca). However, the patient "suffered some damage", causing a low ejection fraction, prior to the stent placement due to the mi. In 2011 the patient had an elective double coronary artery bypass graft (CABG) in the rca. A saphenous vein graft (svg) was placed. The (B)(4) stent was patent. Once month post the CABG procedure, the "svg failed due to a technical error", the svg had been implanted "backwards". Seven unknown bsc stents were implanted in the svg to the rca. An unknown length of time following the implantation of the seven stents, the patient began experiencing chest pain. In-stent restenosis of the most proximal and most distal unknown bsc stent was identified. A non-bsc stent was deployed inside the previously implanted proximal and distal rca stents. No further patient complications were reported and the patient's status is fine.